Event description:
It was reported that the ventilator had two no flow conditions with no alarms which resulted in a drop in the patient's saturation. When the ventilator restarted, the patient returned to normal saturation "almost immediately". The patient was placed on a back-up ventilator. No reported harm to the patient. It was also reported that the customer is new to the ventilator in the home. A leak test and system check was done at the patient's home after the ventilator was removed from the patient. The clinician was unable to duplicate the reported problem.